Event description:
Found during routine testing. The customer called to report that the device is not charging the battery, even after leaving the device plugged into ac power over a day. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not charge the battery. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced module and determined that root cause for the malfunction was an open circuit from a cold solder joint between a diode, designator cr15 and the pcb surface on the power pcb.